Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while opening implant for surgeon, the outer box was damaged. The nonsterile and sterile package was cracked. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was confirmed by visual evaluation of the provided photos which identified damage to the outer, sterile blister packaging and damage to the outer, carton packaging. However, since the product was not returned, it could not be determined if sterility has been compromised. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device is conforming to specification when it left for distribution. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.